Event description:
The customer reported that during a procedure, the surgeon noticed lens milk and changed to another handpiece with a different tip. At this point, a serious corneal burn occurred. The procedure was completed. However, the surgeon used four sutures to close the incision. The doctor was using a 2.7 mm incision. The patient is doing well, but did have some astigmatism at the post-operative exam. The system has been used for several more procedures since this event, with no problems.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issue related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.